Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited peeling of the acoustic lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where it was also found that there was a brush insertion failure in the balloon water channel. The definitive root cause of both the reported issues could not be determined. Olympus will continue to monitor field performance for this device.